Event description:
Using the icy hot heat therapy patch I burned both left and right calves. Second and third degree burns. Dose or amount: #1 - right calf one pad, frequency: once, route: other, dose or amount: #2 left calf one pad, frequency: once, route: other. Dates of use: #1 - 2007, 8 hrs, #2 - 2007, 8 hrs. Diagnosis or reason for use: muscle strain.